Event description:
A bayer r & I rep reported the following: the monitor would turn off after a few minutes. There was no injury or adverse event reported.

Manufacturer narrative:
Bayer r & I qa product analysis received and examined the returned veris main pcb (printed circuit board) and determined it to be malfunctioning. Bayer r & I service replaced the pcb main board at the site and confirmed system functionality. On (B)(4) 2013, bayer healthcare distributed a field safety notice recalling main boards with part number 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.